Manufacturer narrative:
This report is being filed to provided additional information in b.6 and h.10. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Signals in the run data file (rdf) indicated that the trima device operated as intended by flagging the procedure to verify wbcs. The run data file (rdf) was analyzed for this event. During the pas addition phase, the device monitors the correct closing of the channel line clamps. A ¿channel line clamp error¿ is generated when the device cannot verify that the channel lines are completely occluded. The verification during the addition phase is based on a change of the rbc detector reading. If the reading increases too much beyond the baseline, then a ¿channel line clamp error¿ alert is generated, as was the case in this procedure. It is possible though not conclusive that one or more of the 3 channel lines were partially clamped and not fully occluded, or the frangible of the platelet additive solution bag was not fully broken or reseated. Investigation is in process. A follow-up report will be provided.

Event description:
Per the customer, the platelet product (148 ml) was not tested. It was destroyed directly at reception due to wbc contamination.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.10. Root cause: during the pas addition phase, the device monitors the correct closing of the channel line clamps. A ¿channel line clamp error¿ is generated when the device cannot verify that the channel lines are completely occluded. The verification during the addition phase is based on a change of the rbc detector reading. If the reading increases too much beyond the baseline, then a ¿channel line clamp error¿ alert is generated, as was the case in this procedure. It is possible though not conclusive that one or more of the 3 channel lines were partially clamped and not fully occluded, or the frangible of the platelet additive solution bag was not fully broken or reseated.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: one used trima disposable containing blood product was received for investigation. Initial observations noted that the donor needle, ac drip chamber, pas bag and tubing line and all product bags had been rf sealed and removed from the disposable prior to return. Visual examination of the disposable set confirmed the presence of red cells within the collect raceway, collect pump header and collect bag tubing. The channel lines and mini pinch clamps were all confirmed to have been correctly assembled with all mini-pinch clamps in the closed position. No damage was observed on the mini- pinch clamp and the clamp appeared to be correctly occluding the tubing line, however, red cells were observed beyond the clamp. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. Per the customer, at the moment of adding "intersol" machine alarm stating to check the clamps. Following this verification there was passage of red blood cells in platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The wbc count is not available, at this time.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow up report will be provided.